Event description:
Facility alleges uf power board not functioning, causing dialysate flow to stop during dialysis. Approx. Two (2) hours into dialysis pt complained of shaking and chills; temp 96.6. Technician reported dialysate not flowing properly. Pt transferred to another maachine, with no further problems reported.